Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of cerebrovascular accident is a known observed and potential adverse event as listed in the instructions for use, carotid stent system, xact in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that 11 days after the xact stent implantation in the right carotid internal artery, the patient experienced a stroke. No treatment was provided. The patient was discharged to a rehabilitation facility 10 days later with residual left sided weakness. No additional information was provided.